Manufacturer narrative:
Evaluation codes as system updates are pending. Additional information is being gathered.

Event description:
During the transfemoral tavr procedure, post valve deployment a large hematoma and bleeding was observed at the right femoral artery. Per report, manual pressure was applied and a clot developed. The esheath was removed, perclose was used and hemostasis was achieved. An angiogram revealed a thrombus in proximal sfa. A thrombectomy was performed via surgical cutdown and the patient was sent to the ICU in stable condition.

Manufacturer narrative:
The vessel was not pre-dilated. The esheath was advanced but was not sewn in place as the site will not suture the esheath, the esheath was advanced and retracted as the device was delivered to annulus, act >250 sec (approximate) and there was no problem with the initial stick. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels, bleeding and hematomas which may require intervention, thrombus formation, plaque dislodgment, and embolization that may result in distal peripheral occlusion, are potential adverse events associated with the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Per the device instructions for use (IFU), hematoma is a known complication associated with standard cardiac catheterization and the transfemoral tavr procedure. As with any invasive procedure, there are some risks to a transfemoral approach, including access site complications. Groin hematomas, confined swelling at the femoral puncture site, are the most common complication from femoral arterial puncture and have been characterized by size and need for transfusion or surgical repair. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause of the groin hematoma cannot be confirmed. However, it is possible that the puncture of the femoral artery or the advancement of the bore devices for the tavr procedure contributed to the event. The clot developed once hemostasis was applied to the insertion site. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.